Event description:
The plaintiff was implanted with an ams sparc sling to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged that as a result of having the product implanted the plaintiff has, "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged by the plaintiff's attorney that the plaintiff experienced "severe emotional distress" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.